Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. The field service engineer confirmed their was an issue with network and not with the pyxis machine. Hence redirected the pharmacy to connect with the hospital it to fix this port issue to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system was in disconnected mode.the customer stated that this malfunction occurred while user was trying to issue medication and caused around 1 hour of delay to the patient care.there were no adverse events or injuries reported based on this incident.